Event description:
It was reported that a pump alarming no disposable alarm. Pump settings reviewed. Tubing clamped, pump powered off. Instructions given to remove cassette, check for air in line, present, tubing massaged, green flow stop pressed, tapped on surface. Attempted to turn back on, with alarm continuing times 2. Patient instructed to call clinic now for further instruction. Tubing remains clamped at end of call. Verbalizes understanding. Rga already exists on this pump. No additional information available.